Event description:
Physician reported events of right device rupture and capsular contracture baker grade IV with device removal.

Manufacturer narrative:
Medwatch sent on: (B)(4) 2013. Device labeling ((B)(4) study) is as follows: revision augmentation. Rupture: (B)(4). Capsular contracture: (B)(4).